Manufacturer narrative:
The returned device presented with the stent partially deployed by about 5mm. An evaluation of the device found no damage to the handle or the rest of the delivery system. When the deployment suture was retracted, the stent deployed as intended. No other issues were noted with the device. Although the device was returned partially deployed, it was not consistent with the complaint event; there was no damage to the delivery system. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a stenting procedure within the bronchus on (B)(6), 2011. According to the complainant, the physician could not deploy the stent because the catheter delivery system of the device was broken. The physician removed the ultraflex stent from the patient and used another device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The complainant added that the stent was not partially deployed, and the deployment suture was not broken.

Manufacturer narrative:
(B)(6):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a stenting procedure within the bronchus on (B)(6), 2011. According to the complainant, the physician could not deploy the stent because the catheter delivery system of the device was broken. The physician removed the ultraflex stent from the patient and used another device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The complainant added that the stent was not partially deployed, and the deployment suture was not broken.